Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead exhibited t-wave oversensing (twos). The proper settings were found, the lead was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming options did not resolve the twos. The programming was left fixed biv only and the physician was fine with those settings.